Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for unspecified lens model 2 months and 4 days after the initial implant procedure. Clinical reason for explant was refractive miss s/p lasik. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and reported that the iol was exchanged for the company lens different model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.